Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 06/05/2026, it was reported that at approximately 12:00 am, the patient reported experiencing symptoms of dehydration, inability to move, and inability to walk. During the event, the patient checked the cgm, which displayed a glucose reading of approximately 200 mg/dl. Due to the severity of the reported symptoms, the patient¿s wife contacted emergency services. The patient was unable to recall whether emergency medical services (ems) performed a fingerstick bg measurement prior to transport. The patient was subsequently transported to the hospital for evaluation and treatment. Upon arrival, a fingerstick bg reportedly measured approximately 1,100 mg/dl while the cgm had previously displayed approximately 200 mg/dl. The patient was admitted to the hospital and reported receiving treatment with intravenous fluids and intravenous insulin; however, the insulin dosage could not be recalled. The patient further reported undergoing blood and urine testing and stated that the results were reportedly normal. The patient remained hospitalized for approximately 24 hours for observation and treatment before being discharged after healthcare providers determined that his condition had stabilized. It was noted that the patient was not connected to an insulin pump at the time of the event. The patient¿s condition at the time of reporting is unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Upon arrival at the hospital, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.